Manufacturer narrative:
Corrected data: d4. Serial number updated/corrected.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had previously been supported by an impella cp and in need of care escalation. The patient had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in after CPR. The patient medical history was not shared. The pump had supported for over 10 days when the patient suffered from a thrombotic stroke. The medical team attempted a thrombectomy in intervention radiology and the pump was explanted. The pump explant was done as a preventative measure, but the team did not feel the pump to be cause of the stroke, per communication with field representative. There was no allegation shared by the team regarding the causal relationship of the pump to the stroke. The patient has survived the pump support and stroke.